Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation with no physical damage. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The probable root cause of the issue was unknown during visual inspection it was found that the downstream sensor occlusion seal was peeling. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device door was missing. Downstream occlusion (dso) seal peeling was observed during investigation. There was no patient involvement.